Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. A supplemental report will be submitted if additional details become available. The device was returned for analysis. Visual inspection revealed that the imaging core was pulled out, and the retainer clip was missing.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. However, it was noted under fluoroscopy, that the distal tip was fractured. No images were taken, and the device was removed from the patient without harm. The procedure was completed using another catheter. There were no patient complications. It was further reported that the device did not cross the lesion and was removed as a whole.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. However, it was noted under fluoroscopy, that the distal tip was fractured. No images were taken and the device was removed from the patient without harm. The procedure was completed using another catheter. There were no patient complications.